Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge change error messages while attempting to load multiple new cartridges. The customer's blood glucose level was 207 mg/dl and it was addressed with a manual injection. It was confirmed that the customer had a backup method of insulin delivery available.